Event description:
It was reported by a customer on (B)(6) 2011 the fiber appeared to be lasering in 2 different places at 35,000 joules. Per the customer, 38,939 joules were used. The procedure was completed.